Event description:
Nurse from physician's office contacted technical solutions regarding a patient who had experienced a volume discrepancy. The nurse reported that the expected volume was 7ml, but they were unable to aspirate any volume from the pump. The nurse reported that the patient did not show any symptoms associated with the discrepancy. Technical solutions discussed the potential causes of overinfusion volume discrepancies with the nurse. The nurse stated that the physician was not comfortable with refilling the patient's pump at that time. Technical solutions suggested that the physician fill the patient's pump with saline and to bring the patient back in a week to perform a volume check to confirm functionality of the device. Later communication with the nurse confirmed that the physician decided to forgo troubleshooting steps and performed a pump replacement surgery instead.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Several follow-up attempts were made with the physician's office to retrieve information regarding device disposition. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).